Manufacturer narrative:
The study patient underwent sfa (superficial femoral artery) stent implantation and subsequently experienced stent fracture. The patient is a male. Medical history includes smoking, hyperlipidemia, family history of atherosclerosis, and documented coronary and peripheral vascular diseases with pta and stent placements. The target lesion was located in the right sfa. The anatomy of the vessel was straight at the lesion site. No thrombus present at the delivery site. The lesion was calcified, eccentric, and covering side branches. The lesion was de novo. The lesion was 90 mm in length. The reference vessel diameter was 5mm. The rate of stenosis was 99%. The lesion was pre-dilated, and there was a 90% stenosis after pre-dilation, with a dissection proximal to and at the lesion site. Two bare metal stents were placed in the lesion and post-dilation was done. There was a 0% stenosis after post-dilation with no dissection was detected. The patient was hospitalized approximately one year later for claudication complaints in both legs. It was discovered that right sfa was stenosed proximal to the stent and the first stent was diffusely stenosed. The second stent was occluded and underwent total lesion revascularization. The right sfa underwent laser assisted pta, popliteal artery and tibioperoneal trunk. The stents remain implanted thus unavailable for analysis. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Restenosis, with the attendant claudication symptoms, is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hyperlipidemia and smoking. Please note that this medwatch report represents two cordis products with the same catalog and unknown lot numbers used in the same procedure.

Event description:
Approximately 10 months after the index procedure, there was a restenosis of both stents that were placed in the right superficial femoral artery (sfa) which required total lesion revascularization. The patient is a male. Medical history includes smoking, hyperlipidemia, family history of atherosclerosis, documented coronary and peripheral vascular diseases with pta and stent placements. The patient was enrolled in the study. The index procedure took place in 2002. The target lesion was located in the right sfa. The physician made access in the right groin. The anatomy of the vessel was straight at the lesion site. No thrombus present at the delivery site. The lesion was calcified, eccentric, and covering side branches. The lesion was de novo. The lesion was 90 mm in length. The reference vessel diameter was 5mm. The rate of stenosis was 99% (visually estimated). The lesion was pre-dilated with a loug viva (boston sc.) (Pta) (4mm diameter x 40mm length) balloon, at 14 atmospheres (atms), there was a 90% stenosis after pre-dilation, dissection proximal and at the lesion site. Two bare metal stents were placed in the lesion and post-dilation with opta pro cordis at 10 atm. There was a 0% stenosis after post-dilation, no dissection performed. The patient was hospitalized in 2003 visit for claudication complaints at both legs. It was discovered that right sfa was stenosed proximal to the stent and the first stent was diffusely stenosed. The second stent was occluded and underwent total lesion revascularization. The right sfa underwent laser assisted pta, popliteal artery and tibioperoneal trunk. The outcome resolved.